Event description:
It was reported to boston scientific corporation on (B)(4) 2013 that a resolution clip device was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the resolution clip was deployed; however, the clip could not be released from the catheter. The doctor was able to successfully separate the clip from the catheter on the second try. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported as stable.

Manufacturer narrative:
(B)(4) for the reported event of clip difficult to release from catheter. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(4) 2013 that a resolution clip device was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the resolution clip was deployed; however, the clip could not be released from the catheter. The doctor was able to successfully separate the clip from the catheter on the second try. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported as stable.

Manufacturer narrative:
Product was inspected when received. One device was returned for evaluation. A visual examination of the returned device found that the device was fully deployed. The clip assembly was returned inside the package. It was noticed that the prongs were locked in to the capsule. There was a kink in the control wire. Although failures were observed, problem as reported could not be confirmed. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. Therefore, the most probable root cause classification for the reported failure is operational context.